Manufacturer narrative:
Testing and investigation found that the device battery was leaking. Lead acid battery operation is based on an electrochemical reaction which is affected by temperature changes and aging effects of the battery. This reduces the discharge capacity of the battery and may increase the internal temperature during the charging and discharging process which could result in leaking of the battery. For high internal battery temperatures the effects may result in deterioration of service life. The battery was labeled with date code (B)(4). The gel electrolyte was formed in (B)(4) 2006. The customer contact's report of an e437 (s/w failure) #13 alarm was noted in the device history, but not duplicated during testing. This report represents all t he information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact that the device alarmed for an e437 (s/w failure) #13 alarm. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device battery was leaking.